Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken at this time. The patient self-treated with orange juice and milk. After an unspecified time, the patient¿s cgm was reading 49 mg/dl. Therefore, the patient did a bg meter which was 325 mg/dl. The patient was experiencing clammy skin and nausea. The patient self-administered a zegalogue injection. Despite this, the patient¿s symptoms continued. The patient then went to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 60 mg/dl and the bg meter was reading 300 mg/dl. The patient was treated with IV fluids and a 10-unit insulin injection. The patient was monitored for approximately 2 hours and then discharged. Once home, the patient was instructed to replace the sensor, administer 40 units of insulin, and follow-up with his endocrinologist. The patient¿s bg level was 248 mg/dl before going to bed (it was not specified if this was a cgm or bg meter value). The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 40 mg/dl cgm reading. The reported glucose values fall within the d zone of the parkes error grid was taken after consuming orange juice. The reported glucose values fall within the c zone of the parkes error grid was taken upon arrival at the hospital. No additional patient or event information is available.